Event description:
It was reported that the patient presented to the hospital due to hearing audible tone from their implantable cardioverter defibrillator (ICD). A remote monitor transmission was sent and the information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic), multiple high rate non-sustained episodes and oversensing noise. Follow-up with the field representative revealed no programming changes/adjustments have been made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.